Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of chipped adhesive around the server plug in, corrosion at the light guide lens, and wear of the adhesive around the objective lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive around the server plug in, corrosion at the light guide lens, and wear of the adhesive around the objective lens. There was no patient involvement.